Event description:
It was reported that noise was observed during the implant procedure. A new lead was implanted without further issue. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise could not be confirmed in the laboratory. Analysis found excess medical adhesive on the ring electrode; however, the medical adhesive did not cause or contribute to the reported noise.